Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the primary package was opened. Additional information has been requested.

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding another issue (needle detachment). We manufactured and distributed in the market (B)(4) units. There are (B)(4) units in our stock. We have received a picture showing a unit with a part of the outer package opened. It is reviewed the batch record and the manufacturing process, and it has not been observed this issue at any point during operations. Therefore, it is considered that the reported complaint is not produced during manufacturing process. There is a printing near the area where is the package opened that it is done in colombia due to local requirements from national authority. The printing is outsourced and it is done using inkjet. Therefore, probably this was caused during this process. According to the information received, this issue has been reported just for this unit of the (B)(4) units distributed to colombia of the involved code-batch. No other problems like this have been observed before for the sutures. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most likely cause is that the package was damaged or opened during the printing in the logistics operator in colombia. Final conclusion: taking into account that the picture received shows a sample that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a non-conformity report has been opened to manage the final investigation and corresponding actions. Furthermore, this complaint is recorded for trending analysis to assess if actions are needed in the future.